Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after 3 battery changes. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and found weak, bad battery and lost sensor alarm in the pump history. Customer was able to get the pump to work and was advised to monitor the device and call back if any further issues. No troubleshooting was done for the lost sensor alarm. No further details given.